Event description:
Customer reported ongoing intermittent occlusion alarms since starting the pump in (B)(6) 2025. The customer's blood glucose level displayed as "high"; a specific value was not provided and dates are unknown. Elevated blood glucose was addressed with a manual dose injection. The customer straightened the tubing and resumed insulin therapy.